Event description:
A family member reported that patient woke up with blood glucose (bg) of "high" (above 600 mg/dl) on the meter. Pump reportedly lost power and patient noticed it when he woke up. The family member reported that they use a lithium battery, battery cap was tight, pump was not exposed to water, and issue was not resolved by replacing the battery. The patient reportedly changed to an alternative treatment plan and bg was resolving without the need for medical intervention. This report is made based on the allegation of elevated bg following the pump losing power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately. A review of the pump history indicated that a replace battery alarm occurred on (B)(6) 2011, and that pump function was not resumed by the user after the alarm. There was no evidence of power loss noted in the pump history. A replace battery alarm was duplicated during testing, with appropriate audio-visual notification. The pump history indicated that insulin delivery totals correctly reflected programmed values prior to the replace battery alarm. There were no defects found to the power flex, circuit board, and terminal connections. The pump was exercised for 24 hours with no power loss or rebooting. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no defect found on investigation; the complaint could not be confirmed or duplicated.